Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was possible that there was a difference in perception of device handling and reprocessing steps between the olympus recommendations and the facility. The event can be detected and prevented by following the instructions for use. The IFU warns against improper reprocessing of endoscopes ancestries, stating, ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that formalin had been put into the customers medivator advantage pi to reprocess the colonovideoscope instead of alcohol. There were no reports of patient harm.